Event description:
Customer reported that the insulin pump alarmed motor error during insulin bolus delivery. Customer does not recall any events leading to the alarm. Customer does use the sensor feature and is able to rewind the insulin pump. Blood glucose level is 96 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with a scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.